Event description:
It has been reported to philips that the system gave geometry errors. The system was in clinical use at the time of the reported event. There was no reported patient or user harm. Due to the lack of information, we are conservatively reporting this event. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue was identified, and the result of the procedure remains uncertain because of a lack of adequate information. A philips remote service engineer connected with the customer and found the reported problem. After reviewed the logs, it is identifying a geometry error. Onsite visit, upon troubleshooting, the bodyguard interface box (bib) was found to be defective. To resolve the issue c-arc bodyguard interface box was replaced. After repairs were completed, the system was returned to use in good working order. The codes were updated based on the investigation outcome.